Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that brief episodes of paced non-sustained right ventricular oversensing alerts from (B)(6) and (B)(6) 2019 were noted via merlin.net. The recommended programming changes were discussed. Patient was asymptomatic and was unaware these brief events had occurred.